Event description:
On (B)(6) 2016 at approx 15:33, pt found bleeding from dislodged venous line; pt found unresponsive with blood pressure 58/43. Carotid pulse was present: total of 2.6 l normal saline given with restoration of blood pressure. Pt reported feeling better. Chest pressure and nausea resolved. Md was informed and md assisted at chairside. Ems called to chairside (as per md order) and peripheral IV line placed by ems. Administered extra normal saline; av graft lines removed once peripheral IV in place. Blood pressure 123/35 at time of transfer by ems from unit. Pt alert and oriented times 3; pt was explained about the event by md (B)(6). Family was informed by charge nurse. Pt was transferred to hospital. Md informed hospital ER and renal on call team, estimated blood loss 500ml. As per hospital discharge summary, pt received 1 unit of prbc. Pt returned to facility on (B)(6) 2016 and treated without any incident.